Manufacturer narrative:
The device has not been received for analysis. Attempts have been made to obtain additional information, however, our successful. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the release of the coil, when wanting to re-enter the coil in its sheath (catheter) for repositioning, the coil failed: 5mm distal end was retained but the remainder of the coil migrated to the right ventricle of the heart. The coil was unable to be recovered at this level and continued to migrate to a branch of the pulmonary artery. The treating physician was able to recover the coil by endovascular methods.

Manufacturer narrative:
The device has not been received for analysis. Attempts have been made to obtain additional information. However, our attempts have been unsuccessful. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the release of the coil, when wanting to re-enter slightly the coil into its sheath (catheter) to position it correctly, the coil failed: 5mm distal end of the coil was retained within the catheter but the remainder of the coil migrated to the right ventricle of the heart. It could not be recovered at this level and continued to migrate to a branch of the pulmonary artery. Risk of occlusion of a branch of the unwanted pulmonary artery. Therefore, the coil was pulled out. The coil was reported to have detached within the catheter. The coil was initially attempted to be detached 4 time with the instant detacher(ID) and 1 with manual detachment. The doctor recovered the coil by endovascular at this level, but it took a long time (+ 30-40min on the intervention) and increased considerably irradiation of the patient during its examination. The anatomy was normal. No patient injury occurred.